Event description:
It was reported that a user of the ilet experienced a low glucose followed by sustained hyperglycemia after treating the low with unknown carbohydrate amounts and later consuming yogurt, with cgm readings peaking at 284 mg/dl; the infusion set was contact detach on the abdomen and cgm was dexcom g7. Symptoms included hypoglycemia and hyperglycemia. Outcomes included an unexpected need for oral glucose to treat hypoglycemia and classification as a serious injury or illness. Investigation included communication with the user, analysis of information provided, and interviews. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.